Event description:
On (B)(6) 2023, I had a myoblate conducted by my gynecologist in an effort to treat/shrink multiple uterine fibroids. Four fibroids were treated, the largest of which was 5cm in diameter. The day following the procedure, I experienced sever abdominal pains that started above my belly button and radiated out. I called my gynecologist's office because it seemed to be a very high location compared to my uterus. My gynecologist instructed me to go to the ER. By the time I arrived at the ER, the pain was so severe that I could not walk and had to be put in a wheelchair. Even a combination of toradol and morphine barely took the edge off the pain. After several hours and a CT of my abdomen, I was diagnosed with an inflamed mesentery, which was likely a direct result of the myoblate. This was not listed as a potential side effect or complication on any of the consumer material offered by the makers of myoblate. Even my gynecologist was perplexed by it and has never heard of any other case of an inflamed mesentery after myoblate. I was hospitalized for two days while doctors worked to manage my pain. I have never felt pain like that before and even now, two weeks later I am not fully recovered. It took four days for me to be able to have a bowel movement and over a week before I could eat solid food again. My digestive system is still a bit off, resulting in me having to get a gi consult. I realize the myoblate is a relatively new device/procedure and I believe that there needs to be research done into the specific complication I had so that it can be disclosed to women considering myoblate as an option for treatment of their fibroids.